Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the ramus intermedius and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. The following day the patient suffered a myocardial infarction (mi). The investigator indicated that the reported event was unrelated to the study device. (Ref MFR # 9612164-2012-00149 and 9612164-2012-00150).

Manufacturer narrative:
Clopidogrel. (B)(4): evaluation results - inherent risk of procedure (myocardial infarction).

Event description:
Investigator has indicated that the previously reported mi was probably related to the study device. It is reported that the patient recovered.